Event description:
Reportable based on the analysis completed in 2007. It was reported that during a coronary drug eluting stenting treatment procedure, tip damage occurred. The physician noticed that the tip of the catheter of the 2.50x16mm taxus express2 drug eluting stent was damaged. The physician pulled another of the same size taxus stent and successfully completed the procedure. No pt complications were reported and the pt condition is listed as okay. However, the returned product revealed that there was stent damage.

Manufacturer narrative:
Device analysis. Initial visual examination noted the presence of stent damage. Some distal stent struts were raised and bent back proximally. A recommended size guidewire (0.014 inch) was inserted through the lumen with no restrictions noted. The balloon was visually and microscopically examined. No visual defects were observed under magnification. A review of the top assembly shop floor paperwork for this particular batch found that the device met its material, assembly and product specifications at the time of release to distribution. Taking into consideration the type of damage analyzed and the results of the thorough investigation completed, handling damage would be the most probable root cause.